Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1716502) on 20-oct-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("hemorrhage periods / heavy bleeding that was disabling") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and parity 2. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("depressive state"), vaginal discharge ("brownish abundant virginal discharge"), feeling cold ("constant sensation of cold"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sexual intercourse"), breast swelling ("breasts swollen and tight"), breast induration ("breasts swollen and tight"), abdominal distension ("abdomen swollen and tight"), abdominal rigidity ("abdomen swollen and tight"), nausea ("nauseas"), fatigue ("chronic fatigue"), poor quality sleep ("bad sleep"), poor peripheral circulation ("circulatory weakness with hand and feet cold"), tendon pain ("tendon pains"), headache ("headaches"), vertigo ("vertigos"), hyperhidrosis ("excessive sweatiness"), acne ("pimples on face"), abdominal pain upper ("gastric pains") and procedural pain ("violent localized pain in the right hypochondrium in the hours following the intervention") and was found to have uterine leiomyoma ("small asymptomatic submucosal fibroma"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy was performed with no difficulty on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, depression, vaginal discharge, feeling cold, loss of libido, coital bleeding, breast swelling, breast induration, abdominal distension, abdominal rigidity, nausea, fatigue, poor quality sleep, poor peripheral circulation, tendon pain, headache, vertigo, hyperhidrosis, acne, abdominal pain upper, procedural pain and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, abdominal rigidity, acne, breast induration, breast swelling, coital bleeding, depression, fatigue, feeling cold, headache, hyperhidrosis, loss of libido, menorrhagia, nausea, pelvic pain, poor peripheral circulation, poor quality sleep, procedural pain, tendon pain, uterine leiomyoma, vaginal discharge and vertigo with essure. The reporter commented: essure placement was performed with no difficulty, 5 trailing coils for left insert and 5 trailing coils for right insert. It was also reported that after removal, the operative follow-up was simple. The patient can resume her physical and professional activities without delay. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: endometrium related to the cycle period and a small asymptomatic submucosal fibroma. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: patient¿s information was updated and new lab data was entered, and essure indication was provided. Furthermore the events "pelvic pain", "procedural pain" and "submucosal fibroma" were added. FDA codes updated no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 20-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhage periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), depression ("depressive state"), vaginal discharge ("brownish abundant virginal discharge"), feeling cold ("constant sensation of cold"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sexual intercourse"), breast swelling ("breasts swollen and tight"), breast induration ("breasts swollen and tight"), abdominal distension ("abdomen swollen and tight"), abdominal rigidity ("abdomen swollen and tight"), nausea ("nauseas"), fatigue ("chronic fatigue"), poor quality sleep ("bad sleep"), cardiovascular disorder ("circulatory weakness with hand and feet cold"), tendon pain ("tendon pains"), headache ("headaches"), vertigo ("vertigos"), hyperhidrosis ("excessive sweatiness"), acne ("pimples on face") and abdominal pain upper ("gastric pains"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, depression, vaginal discharge, feeling cold, loss of libido, coital bleeding, breast swelling, breast induration, abdominal distension, abdominal rigidity, nausea, fatigue, poor quality sleep, cardiovascular disorder, tendon pain, headache, vertigo, hyperhidrosis, acne and abdominal pain upper outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain upper, abdominal rigidity, acne, breast induration, breast swelling, cardiovascular disorder, coital bleeding, depression, fatigue, feeling cold, headache, hyperhidrosis, loss of libido, menorrhagia, nausea, poor quality sleep, tendon pain, vaginal discharge and vertigo with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: menorrhagia - the analysis in the global safety database revealed 533 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2017 for the following meddra preferred term: menorrhagia - the analysis in the global safety database revealed 533 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.